Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. The power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed low battery and power loss alarms due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. No unexpected replace battery now or battery failed alarms noted. The pump was also received with broken belt clip rails. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had replace battery now alarm. The customer stated insulin pump was draining the battery faster, changed the battery everyday and a half also had been using the same battery which he has been using which usually lasts for about 4 weeks. The customer stated label on the back with the serial number came off along with the back of the insulin pump where the clip slides in was cracked. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. The customer stated self test was completed without any issue. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.